Manufacturer narrative:
510k: this report is for an unknown quantity of unknown screws/unknown lot(s). Part and lot number are unknown; UDI number is unknown. Unknown date approximately three to four (3-4) years ago complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had been implanted with a 2.4 two column volar distal radius plate and screws on an unknown date approximately three to four (3-4) years ago. On (B)(6) 2018 the patient went in to have the devices removed due to flexor tenosynovitis. It was noted when the devices were removed, they were intact. The report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report addresses the post-operative event which involves a plate and screw removal due to a flexor tenosynovitis. The intraoperative issue which occurred during hardware removal procedure and caused sixty (60) minutes delay has been captured under related complaint (B)(4).